Event description:
The user facility reported that a 7-fr, 45-cm guiding sheath "broke apart in more than one place" during a left leg runoff procedure with access from the right groin. Follow-up communications with 2 physicians involved in this case revealed the following: the pt's groin area was heavily scarred from previous procedures. The insertion was very difficult and the sheath could only be advanced a few centimeters; while attempting removal, the sheath began to elongate and subsequently broke apart; a balloon was used to extract all but one of the detached sections of catheter; and a separate surgical procedure was conducted to successfully remove the last piece of catheter from the patient.

Manufacturer narrative:
Results: is based upon evaluation of user facility information; is based upon reserve sample testing. Conclusions - are based upon evaluation of user facility information; is based upon reserve sample testing. The involved device is not available for evaluation and the lot number is not known. Therefore, the investigation was based on user facility info and evaluation of reserve samples. The vascular surgeon that removed the last piece of catheter stated during follow-up communication that he did not feel that this was a device related failure. He stated that this event appeared related to the patient's condition with significant scarring in the groin area. Visual inspection of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the sheath having been damaged as a result of attempting to withdraw the device against resistance due to the dense scar tissue in the patient's groin area. The device labeling states in the instructions-for-use: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.